Event description:
A customer reported receiving an error 3 when inserting a test strip into their freestyle flash blood glucose monitor, and as a result, was not able to properly check their blood glucose. The customer reported taking their regularly scheduled medication as normal. They then reported feeling dizzy, incoherent, and tired. They went to the emergency room, where they were diagnosed with diabetic ketoacidosis. Exact treatment administered to stabilize glucose levels is unknown. Please note that the customer reported that their test strips had expired. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.